Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 30 mg/dl at the time of incident and the current blood glucose level was 261 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose and food. The device will not be returned for analysis. At this moment it is unclear if the customer was using the auto-mode at the time of the incident. A follow-up request has been created to determine this information.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated via phone call that the auto mode was not working when she had low blood glucose.